Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. The lot number was not provided and a detailed investigation or batch review cannot be conducted. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. Although a photograph (s) has been received, no evaluation will be conducted and a return sample for evaluation is not expected. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported that after removing the flexi-seal signal fms device, the patient experienced ¿strong¿ bleeding. However, it was noted, "it is not sure that it is related to the device." The patient was described as a complicated cardiac surgery patient and was scheduled for heart surgery. The patient was having fully liquid stools, and required a prolonged stay in bed. After a digital rectal exam was performed, the fms device was placed and the retention balloon was filled with 45ml of liquid. Five days after placement, the device was not repositioned again, but removed as the acute diarrhea had resolved spontaneously. Five hours after the device was removed, the bleeding was noted and the patient required a transfusion. A rectoscopy was performed which revealed a tissue ulceration and required cauterization with metal clips and hemostatic powder. The event did not extend the patient's admission, nor prolonged hospitalization. Photographs depicting the reported issue were provided. The patient outcome was reported as having a positive post-operative course. Although requested, no additional information was provided.